Event description:
It was reported that there was damage to the reservoir compartment of the insulin pump. Half of the ring on the reservoir compartment was reportedly hanging off. The customer's blood glucose was 111 mg/dl. It was unknown how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.